Manufacturer narrative:
The philip's service engineer (se) inspected the device and replaced the keypad overlay.

Event description:
It was reported by the international customer that the ventilator manual key was not working. There was no patient involvement. The event date was not specified; estimate used.